Event description:
It was reported that during device replacement procedure, the torque wrench would not fit into the setscrew. The procedure was completed with the use of another torque wrench.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.